Manufacturer narrative:
(B)(4). The lot was manufactured february 23, 2015 ¿ february 26, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection was performed and revealed white floating particles in the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white floating particulate in a small volume intermate device. The device was reportedly compounded with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.